Event description:
It was reported that patient had an infection at the implantable neurostimulator (ins) pocket and right hip areas. It was noted that no cultures had been taken but that the wound was draining (purulent drainage). It was believed that the ins should be explanted or the patient may become septic. In addition, it was noted that the patient had cancer which had re-occurred and that they wanted to start chemotherapy on monday ((B)(6) 2013). Additional information was requested, but was not available at the time of the report.

Manufacturer narrative:
Product ID 3093-28 lot# va09e8d, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).